Manufacturer narrative:
Upon investigation of the actual device used in this incident the device application logs showed that the station repeatedly rebooted because of a battery failure. A field service engineer replaced battery to resolve this issue. The system functioned as intended.

Event description:
It was reported by the customer while using a pyxis medstation es station, it continued to reboot itself while the user was accessing medications for a patient. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the machine shut off and powered on without assistant while pulling medications due to outdated battery. A field service engineer replaced the internal battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer while using a pyxis medstation es station, it continued to reboot itself while the user was accessing medications for a patient. The manufacturer tried to reach out customer for further information about this malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.